Event description:
The lead configuration was reported to be reprogrammed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5072 implantable pacing lead. (B)(4).

Event description:
It was reported that there was a low sensing measurement noted in the right ventricular lead. The lead remains in use. It was also noted that this patient was enrolled in the system longevity study. No patient complications have been reported as a result of this event.